Manufacturer narrative:
We did not detect non-conformities during review of current production process and control of the assembled balloons. The balloon could fail due to user-related reasons, like over-inflation or pulling. Based on above, the complaint considered to be not justified. No CAPA will be initiated in this case.

Event description:
The temperature sensing foley catheter went broken and fell out of body when the patient flipped over on the bed. Broken balloon on the picture.